Manufacturer narrative:
Information references the main component of the system and other applicable components are:product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: catheter.

Event description:
Information was received from a consumer regarding a patient receiving baclofen dose and concentration not reported via an implantable pump. The indications for use were intractable spasticity and head/brain injury. During the trial, it should have "clicked" with the reporter but they decided to go ahead [with the implant]. The physician was shaky about it and couldn't get the right spot with the x-ray so they did it again bedside with fluoroscopy. The physician was able to get it in then. The patient was (B)(6). In (B)(6) 2014, the patient developed infection symptoms with a high fever though the reporter could not remember the exact date. It took until that monday for them to take the pump out. The patient had a follow up appointment on (B)(6) 2014. The patient had (B)(6), spinal meningitis, and a temperature of 106. The effects of the pump were good but the reporter was scared to allow them to do it again.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.